Manufacturer narrative:
(B)(4): follow up MDR for device evaluation: one photo was provided. It shows a needle assembly connected to a syringe. The needle assembly has the safety mechanism activated. The needle is out of the needle hub and next to it. No other information can be obtained from the photo. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. With no actual sample analysis, a probable root cause could not be offered. A device history record review was completed for provided lot number 3194472 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
E.1. Address was not located and il was used. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needle pulled out the hub. The following information was provided by the initial reporter: "our pharmacist at one of our store¿s reported an incident, where the needle remained in the patient¿s arm, did not come out with the syringe. We have not yet experienced this in other pharmacies, but wanted to make you aware, so that you may share this. Do you have any other incidents reported, do you need a recall on the lots that were issued? Please advise, if there is any further action that we may need to take. Poor patient experience, poor pharmacy experience." Response received on 13-nov-2023: 1. "The lot number 61220090006 was provided. However, the lot number does not match any bd product. Could you please verify the product ref and lot number of the item? 3194472 2. What was the patient outcome? There was no adverse outcome for the patient. I was able to manually pull the needle out of his arm with a gloved hand. 3. Could you please confirm if there was any adverse event or serious injury involved? I was not notified of any adverse event or injury 4. Please confirm the quantity of defective needle inspected. 1 needle 5. What type of procedure was being performed? An intramuscular spikevax immunization 6. Was the procedure completed as planned? How was it resolved? The procedure was completed as planned. After withdrawing the empty syringe, I manually pulled the end of the needle until it came out of the patient's arm.